Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the investigation result there was the possibility that the reported phenomenon was attributed to the accidental failure of the internal circuit board due to some factor such as static electricity.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed due to the malfunction of the sdi sockets of the device. The user canceled using the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.